Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl. Reportedly, customer was unsure of the cause of bg. Bg was addressed with juice and peanut butter crackers. A system check with tandem¿s technical support indicated that the pump functioned as expected. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.